Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with plunger breaking.

Manufacturer narrative:
Investigation summary: one sample unit belonging to lot number 1707259 was received for evaluation by our quality engineer. A device history record review did not reveal any detected quality issues during the production of lot number 1707259 that could have contributed to the reported incident. Investigation conclusion: through visual inspection of the returned sample, the plunger rod was observed to have a broken thumb press. Although no issues were documented during the production process, it has been determined that the broken plunger rod was a result of an undetected hit/obstruction within the manufacturing equipment or the transportation process. Root cause description: root cause of the non-conformance is related with any hit or any obstruction happened in equipment or transport systems during assembly process. Rationale: a quality project has been opened to increase the protection of the product within the transportation process. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported with the use of the bd plastipak¿ syringe there was an issue with plunger breaking.